Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient¿s daughter stated when the patient was treated by the lifevest, the patient passed out and cracked their head open. The patient went to the emergency room to be treated for head injury. The patient discontinued use of the lifevest due to receiving an ICD. There was no alleged device malfunction contributing to the injury. There is no indication that the patient received medical intervention. Outcome of the injury is unknown.